Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 5 previously reported events are included in this follow-up record. Product return status: 5 devices were received.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. 3 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 3 devices were received. 2 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. 2 reported events were not confirmed. Evaluation results: 1 device was found to be affected by worn components. 2 devices were found to be affected by internal corrosion. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. 5 events had no patient involvement; no patient impact.